Event description:
Sicu rn hung a bag of insulin around noon. Patient's insulin drip was titrated up over the hours in an attempt to decrease the patient's blood glucose level that remained high (in the 200's). At 18:30, the pump alarmed that the volume was complete. When the nurse checked the bag, the bag was almost full. The nurse removed the pump in question, and placed the bag and same line on another pump. The medication ran fine on the new pump with no problems. According to the nurse, the pump was at the height needed to ensure gravity advanced the medication. The pump was sent to medical engineering, who was unable to find anything wrong with the pump, and then it was sent to baxter for evaluation.device #1is this a laboratory device or laboratory test?no.